Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/16/2014 with the following findings: visual inspection revealed that the keypad was free of damage. Evaluation revealed that the contrast keypad button was intermittently responsive; the relation of this device failure to the reported keypad-responsiveness issue could not be determined, as the reported keypad-responsiveness issue would have to be duplicated to determine such. The up arrow, down arrow, and ok keypad buttons were properly responsive: the reported keypad-responsiveness issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.